Event description:
It was reported that the universal drill activated momentarily and without intention after being plugged in to the console during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the universal drill activated momentarily and without intention after being plugged into the console during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During the device evaluation, signs of third party repair work was found. The device could not be tested for unintended activation since it was seized. However, use of third party components can result in unintended activation.